Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized and in intensive care unit due to high blood glucose over 500 mg/dl on (B)(6) 2019. Customer was treated with insulin drip and customer declined troubleshooting for high blood glucose. Customer stated that high blood glucose was caused by broken infusion set and caught in seatbelt, tubing snapped. Insulin pump will not be returned for analysis.